Event description:
It was reported that the patient underwent anterior l3-s1 fusion using rhbmp-2/acsat multiple levels with coroent cages, cougar cages, and instrumentation. The patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with lumbar spondylosis at l3-4, l4-5, l5-s1. Lumbar disk degeneration at l3-4, l4-5, and l5-s1. The patient underwent the following procedures: anterior lumbar interbody fusion at the level of l3-4, l4-5, and l5-s1. Insertion of intervertebral body device. Anterior instrumentation with plate at the level of l3-4, l5-s1 and plate at level of l4-5. Bone morphogenic protein rhbmp-2. 5. Electromyography nerve root monitoring. As per-op notes, "the fusion at l3-4, l4-5 and l5-s1 was completed with a cage 12 mm with rhbmp-2, cage 14mm with rhbmp-2 and cage with rhbmp-2 respectively." No patient complications were reported.